Manufacturer narrative:
A follow up was made with the account to clarify their initial report and if the procedure was completed since they had stated that the pi was switched. The account was not able to provide additional information/clarification and stated that the technician was being trained in entering the order and that the mistake was not caught. The account could not provide any further information regarding this event and stated that they will train their personnel to make sure the returns are entered correctly into the system. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported of a suction loss-cone issue on the right eye (od) during surgery with an intralase patient interface (pi) after the laser fired. It was reported that an electronic procedure was lost. When asked the account if the procedure was completed, the response was no; however, they indicated that the pi was switched out.